Event description:
The dual channel infujsion pump was received at the service facility with a vague report that channel two was delivering a secondary infusion faster than intended. No add'l specific info was able to be obtained. No pt injury was reported.